Event description:
There was no patient involved in this event. The device is switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed self-tests. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2011. The pad-pak was removed and reinstalled on (B)(6) 2011 and passed a self-test, voltage increase was observed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. Voltage fluctuation was reduced enough to potentially cause the low battery fails. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.